Manufacturer narrative:
This report was filed in error, this patient and event fall under ide reporting guidelines.

Event description:
The perfusionist reported that batteries drained to 2 bars when both were fully charged when attached. The patient also reported that a low battery alarm did not occur when a battery was at 1 bar. There was no apparent issue with the controller. The batteries were exchanged due to possible switching. There was no effect on the patient. Preliminary manufacturer's review of the log files found no alarms logged in during the 14 days period prior to and up to the reported event date. This is report 1 of 2.

Manufacturer narrative:
Unchecked "user facility" to correct section. With review and reassessment, it has been determined that this event does not fall under ide reporting guidelines. Additional information received via the study database reported the patient also underwent right vad placement and aortic valve replacement (avr) and subsequently underwent ascending aortic replacement due to dissection. Post-operatively, the patient continued to decline into multi-system organ failure complicated by excessive bleeding, hepatic failure, respiratory failure, and renal failure. The patient died on (B)(6) 2014. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Right heart failure, thrombus and hemolysis, multi organ failure and associated sequelae are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management including therapeutic anticoagulation guidelines. The pump was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed an increase in power consumption and multiple high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed dimensional verification and visual examination. Dimensional verification revealed the rear housing disc curvature to be out of specification. However, per impact analysis and considering that the wet test passed power consumption, this deviation is not expected to impact the pump performance. Visual examination revealed scratches on the inferior surface of the impeller and lower housing ceramic surface. Considering that the returned device passed functional examination, these friction marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathological examination revealed a material consistent with thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Although a definitive root cause cannot be determined, this patient's significant comorbidities along with procedural and pharmacological factors may have put this patient at greater risk for the reported events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. . This is one of three reports (3007042319-2015-01340 and 3007042319-2015-01341) submitted for devices related to the same event. Batteries have not been received.